Manufacturer narrative:
The insulin pump alarmed compromised force sensor resistor during basic occlusion test due to protruded/loose drive support disk. Device had cracked belt clip slot, battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system during prime. Customer was advised to program a normal or easy bolus into the air, the customer received the alarm again. Blood glucose value was 189 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.